Event description:
A vns doctor reported that a patient was in her office "two weeks ago" and when she interrogated the generator, the device was set to 0 ma. It was explained to the doctor that there may have been an interrupted system diagnostic test that changed the patient's settings. The patient's last visit was on (B)(6) 2011 and she was set to 3 ma. All diagnostics performed on this date were said to be "within normal limits." Programming history from the site was obtained. It was observed that on (B)(6) 2011 the patient was interrogated at 3 ma as claimed by the physician. Three system diagnostic tests were preformed on this day, and all results indicated proper device function. However, no final interrogation was performed on this date. The next office visit appeared to be (B)(6) 2011 and the patient was interrogated at 0 ma. The device's stimulation was then programmed back on.